Event description:
The procedure was coil embolization assisted with an enterprise vrd (enc452812/10051160) of the anterior loop of the internal carotid artery that was not calcified and moderately tortuous. While unsheathing to deploy a vrd (enc452812, complaint product) using a select plus (mc) microcatheter (606-s255x/15399384), both the microcatheter and the vrd nearly slipped into the aneurysm. He once attempted to recapture and reposition both devices but he failed because of the tortuous vessel. He therefore decided to remove both vrd and the microcatheter in its entirety. Unknown where exactly the devices slipped. Also it is unknown if the stent was exposed from the distal tip of the microcatheter. During deployment of the enterprise stent, the microcatheter was retracted to expose the vrd/stent, and constant fluoroscopy was performed at all times during deployment. No issues/damages were noticed on the microcatheter or enterprise system that may have contributed to the event. Afterwards, the procedure was continued using another vrd (details unknown) and was successfully completed. There was no patient injury reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. It is unknown if the mc was also replaced or not. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The complaint products are not going to be returned for evaluation. No further information is available.

Manufacturer narrative:
The enterprise vrd ((B)(4)) was used with a prowler select plus ((B)(4)) microcatheter (mc) for stent assisted coil embolization of an aneurysm of the anterior loop of the non-calcified moderately tortuous internal carotid artery. While unsheathing to deploy the vrd both the mc and the vrd nearly slipped into the aneurysm. One attempt to recapture and reposition both devices was made but was unsuccessful because of the vessel tortuosity. The decision was therefore made to remove both the vrd and mc in its entirety. There is no information available regarding the aneurysm/neck size or the parent vessel diameter. There was no resistance/friction encountered during delivery of the enterprise through the mc. There is no information regarding exactly where the devices slipped or how far past the aneurysm neck the mc was positioned for the vrd deployment. It is unknown if the stent was exposed from the distal tip of the microcatheter at the time of the event. During deployment of the enterprise vrd, the mc was retracted to expose the vrd/stent, and constant fluoroscopy was performed at all times during deployment. No issues/damages were noticed on the mc or enterprise system that may have contributed to the event. Afterwards, the procedure was continued using another vrd (details unknown) and was successfully completed. There was no patient injury reported. Prior to use, no defect s were noted on either the mc or vrd with visual inspection. It is unknown if the mc was also replaced or whether it was used with the subsequent vrd. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The devices are not available for evaluation. No further information is available. A review of the manufacturing documentation associated with this prowler select plus lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15399384 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Although no definitive conclusion can be made regarding the reported difficulties encountered during deployment of the enterprise vrd using the prowler select plus, with review of the available information and as reported it appears that procedural factors including the vessel tortuosity contributed to the events. With review of the device history records, there is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00003 and 1058196-2012-00004.

Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00003 and 1058196-2012-00004. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15399384 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00003 and 1058196-2012-00004. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the event, no resistance/friction occurred between the microcatheter and enterprise system that may have contributed to the event. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2012-00003 and 1058196-2012-00004. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.